Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic and it was noted that the left ventricular lead exhibited loss of capture in all vectors; the patient was asymptomatic to the event. The physician decided to perform atrioventricular (av) node ablation and the patient was upgraded to his bi-ventricular device. The lead was explanted and replaced. The patient was in stable condition post procedure.